Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected displayable history error alarm was noted during testing. However, the error alarm was found in alarm history due to a corrupted history file. The pump was received with normal operating currents and no unexpected off no power alarm, low battery, bad battery, weak battery, battery out limit or failed battery test alarms were noted. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a corrupted history. He did not recall the blood glucose reading. The customer was advised that this alarm occurring during normal use was normal behavior. The insulin pump had also alarmed for weak battery and for battery out limit. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.